Event description:
It was reported that during a laparoscopic procedure, as the jaw became not to open, the clip could not be fed into the jaw. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information, "the event was occurred at the first firing. The device was inserted into the patient body then the doctor grasped the firing trigger without tissue. Next the jaw could not to open. No tissue was clamped in the jaw, no damage for the tissue."

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.